Event description:
Medtronic received a report that the 500-35 was selected to match the aneurysm part and proximal vessel diameter; however, it did not deploy from the tip despite attempts to deploy it with the mca. The deployment was continued at the ic part, but the same tip deployment could not be obtained; therefore, the 5-mm placement was discontinued, and it was collected. After discontinuing the deployment from the distal part, the treatment strategy was changed to deployment from ic, and the proximal landing was changed to just placement. A good deployment was obtained at 4.5-18. The distal section of the pipeline did not open. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. There were no other devices/operations performed to attempt to deploy the device. The stent was resheathed and removed with the microcatheter. The pipeline was used for an indication that is approved (on-label). The device was prepared as indicated in the package insert. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left ic-para clinoid with a max diameter of 8mm and a 4mm neck diameter. The landing zone was 3.5mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was moderate. There were no problems related to post-operative blood flow imaging. No health damage was present. Ancillary devices include a phenom27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the pipeline failure to open was not determined.